Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "airway pressure sensing failure - 1052" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty airway pressure transducer on the smart pneumatic module. The smart pneumatic module was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.